Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a sphere 9 catheter was used during a redo pulmonary vein isolation for paroxysmal atrial fibrillation with pulsed field ablation, with a right wide area circumferential ablation redo performed. After the procedure, the patient reported shortness of breath that was worse when supine, and there was concern for possible right-sided phrenic palsy and possible phrenic nerve injury. A computed tomography scan was performed to assess diaphragm mobility and evaluate the suspected phrenic nerve injury; the scan showed no phrenic nerve injury or palsy and the diaphragm was behaving normally, but it identified bilateral mild to moderate pleural effusion with mild atelectasis. The patient was reported to be alive with injury.